Event description:
During nextar spine surgery, after 4 k-wires (used for pedicle screw insertion guide) have been positioned, the nextar spine double short clamp 25° was not stable anymore on the bone and some movements of it have been detected. When the surgeon tried to reposition the clamp, it was not possible to mount it newly on the patient's bone. The screw of the clamp was blocked. Therefore, the surgeon positioned the long clamp 25° (alternative instrument) on the same processus spinous to insert 2 additional k-wires and in that moment, a fracture of the processus spinous has been detected in th5/th6. The patient's bone quality was poor and severely osteoporotic. The conventional instrumentation was used to reposition the 2 k-wires and finish the surgery. The surgeon decided to not fix the fracture and to close the patient. Delay time is approximately 15 minutes.

Manufacturer narrative:
Batch review performed on 15 january 2024: lot 2261237: (B)(4) manufactured and released on 04-may-2023. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review. Visual inspection performed by medacta nextar r&d project manager: the cap of the clamp was not fixed because probably during the tightenening of the clamp to the spinous process, the pin which keeps together the cap of the clamp to its shaft was broken leading to the separation of the 2 components. In order to improve the stability and resistance of the coupling between the components (cap and shaft), a design modification was applied by means of mr008-23 which implement a squadre interface between the cap of the clamp and its shaft.

Manufacturer narrative:
During a check performed on 29 february 2024 medacta recognize the following correction to be performed on the MDR 2024-00023. D9 'returned to manufacturer' has to be flagged and the returnd device date to be inserted. The return date is 01-18-2024. H3 'device evaluated by manufacturer' is yes. The device analysis perfomed by manufacturer is alreay in the initial MDR 2024-00023.